Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 56587 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at about 2.275 inches from the tip. The deflection had resistance due to the kinked shaft. Aspiration and flushing testing did not show any air passing through the tube or expelled from the sheath distal tip. The hemostatic valve was leak tight. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.